Manufacturer narrative:
The b3 field for the event date has been corrected from january 7 to january 6, 2026. Additionally, the device was received for investigation. The device had the cannula assembly fully deployed. Inspection of the needle mechanism, environmental seal, bottom housing and cannula assembly found no issues that would result in a needle mechanism failure. The downloaded data did not show any timeouts or drive stalls during the run. The needle mechanism was reset and found to deploy properly. The device successfully completed multiple boluses (excluding the priming sequence) and therefore is found to function as intended.

Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) levels increased to 15 mmol/l (270 mg/dl) shortly after applying a new pod on the arm. The patient noted that the new pod was applied on january 6 and shortly afterwards they had a meal and administered boluses totaling 11.7 units; however, bg levels were not decreasing. It was further noted that the system was operating in automated mode, and the activity feature was not enabled at the time. The pink slide was confirmed to have advanced and no insulin leakage was noted. However, upon pod removal, the cannula was not visible. The patient applied a new pod and successfully resumed therapy.